Manufacturer narrative:
(B)(4). Concomitant medical products - recap cement fmrl hd resur46mm , item 157246, lot 1120367, therapy date- (B)(6) 2013. Report source, foreign - the event occurred in (B)(6). Report source, literature: borgwardt, a. Et al (2017). A randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants. The journal of arthroplasty, 1-9. Doi: 10.1016/j.arth.2017.11.061. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01101.

Event description:
It was reported that one patient underwent hip revision due to pain and elevated serum metal concentrations.

Event description:
Hip revision due to pain and elevated metal ion levels.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.